Manufacturer narrative:
Additional data: b5: the problem was resolved with the implant of the replacement lens. At post-op day 1, the eye was fine. Correted data: h6: type of investigation: (b): code 4117 was entered in error. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.0/072, tore during loading and there was no patient contact. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)